Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with noise, increased capture threshold, and diaphragmatic stimulation from their right ventricular lead at a post-implant procedure check on (B)(6) 2020. An x-ray ruled out that a dislodgement had taken place. An echocardiogram also ruled out pericardial effusion. The lead was repositioned on (B)(6) 2020. The lead was again found to be exhibiting increased capture thresholds during a 19 aug 2020 check. The lead also exhibited increased pacing impedance measurements. Lead was explanted and replaced on (B)(6) 2020 after a second x-ray ruled out dislodgement. Patient condition was stable after the procedure.